Event description:
Sigmoid resection. Cs29 dlu was fired and anastomosis was incomplete. Staples were not b-formed (under-formed) and anastomosis was open on one side where blue methylene leaked out of the stapled suture. A new resection was made and a new anastomosis was completed using another device.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. No conclusion can be drawn at this time.